Manufacturer narrative:
The device was sent to an independent laboratory for culture testing. The device tested positive for 1 colony forming units (cfus) of micrococcaceae bacteria which conforms to standard. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out and to provide a correction to the initial (h3). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. No damage found during device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was not able to judge relation between the subject device and the event from the following investigation results. The root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer, however, indicated that the device was re-tested, and the results were conforming to standard. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera lll gastrointestinal videoscope tested positive for unexpected contamination. The issue was found at reprocessing during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.